Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4).

Event description:
Health care professional reported a "right side rupture". The device has been explanted.

Event description:
Health care professional reported, a "right side rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, device to be underweight, a broken shell, a crease fold, a wear abrasion, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, a crease sharp broken on radius and stress marks. Based on the device analysis, the final assessment is: crease sharp broken on radius assessed, as fold flaw opening. Missing shell assessed, as inconclusive.